Manufacturer narrative:
The device involved in this event was not returned as it was reported discarded. The root cause of this complaint cannot be determined or confirmed. (B)(4).

Event description:
Coiling treatment was conducted of a vessel. Upon insertion/advancement, resistance was encountered. Upon withdrawal of the device, the coil prematurely detached within the microcatheter and was successfully removed. No injury was reported with the pt as a result of the procedure.